Event description:
The or (operating room) team had just received a new long, non-guarded, coated bovie tip and after placing it in the bovie pencil they used it and found that it sparked more than usual and eventually caught on fire. The patient was not harmed as the tip was held away from the patient when it was noted that the tip was sparking more than normal. A new tip was given to the field and all packaging was saved.